Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the proximal end of the stabilizer was fractured and there were 2 parts returned one 1cm and one 16cm section, the hub was not returned. The delivery catheter was kinked at 19 & 31cm from the proximal end. The distal end of the delivery catheter was slightly flattened. During functional testing, the delivery catheter was flushed, and stabilizer was withdrawn distally from the catheter, friction was noted. The stabilizer was noted to be kinked in 2 locations, aligning with the catheter kinks. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patient¿s anatomy was moderately tortuous with 80% stenosis and calcification at the lesion. The device was returned, and the damage noted is indicative of the reported event. It is probable that the device was damaged during the clinical procedure causing the difficulty to advance the stent to deploy. An assignable cause of procedural factors will be assigned to the reported events as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician tried to deploy the stent (subject device) but felt it was hard to push the stent even after several tries. The physician added some force during the delivery of the subject stent and the delivery wire fractured. The subject stent and all of the fractured pieces of the delivery wire were successfully removed from the patient's anatomy. The procedure was completed successfully with a new device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the physician tried to deploy the stent (subject device) but felt it was hard to push the stent even after several tries. The physician added some force during the delivery of the subject stent and the delivery wire fractured. The subject stent and all of the fractured pieces of the delivery wire were successfully removed from the patient's anatomy. The procedure was completed successfully with a new device. No clinical consequences were reported to the patient due to this event.